Event description:
Boston scientific received information that the patient with this device died later that night after it was implanted. The implant procedure had gone well without any complications. There were no allegations against the device function or that it caused or contributed to the patient's death. The health care professional stated the patient's death was likely due to a clot or physiologic issue (valve). The physician stated that it is very unlikely that the patient's death was due to the procedure; however, it cannot be completely ruled out. The patient did not experience either a pneumothorax and cardiac tamponade. Further investigation into the cause of death was not conducted. The physician also stated that the patient was in poor condition and suffered from severe aortic stenosis.

Manufacturer narrative:
The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.